Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; however, the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on may 22, 2017.